Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data and alarm history revealed a cs 088 call service alarm. During testing, the pump was powered on and continuously emitted vibration. A cs 088 call service alarm was duplicated during pump evaluation. Component inspection revealed a missing clock signal, and a crystal failure was concluded.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter stated that the pump emitted multiple cs 088-85b3 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.